Event description:
(B)(6) 2012, rescue tape was used on the driveline for 2 small slits. (B)(6) 2012,wire exposed, retaped. (B)(6) 2012, tape reinforced. (B)(6) 2012, odorous fluidcoming out of driveline.